Event description:
A cartridge alarm was reported by the customer. There was no reported impact on the customer¿s blood glucose level as no information was provided. The complaint was closed as the customer decided not to return the pump, and no additional actions were taken.